Event description:
A customer reported that the infusion sleeves were missing from the pak before a procedure. Add'l info provided from the nurse indicated due to the missing sleeve, there was a delay of approx 20 minutes in completing the surgery. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).